Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). High blood sugars due to not receiving insulin [blood glucose increased]. Patient not receiving insulin from novofine (30g) autocover [needle issue]. High blood sugars due to not receiving insulin from needle [drug dose omission by device]. Case description: this non-serious spontaneous case from the united states was reported by a consumer as "high blood sugars due to not receiving insulin(blood sugar increased)" beginning on (B)(6) 2023, "patient not receiving insulin from novofine (30g) autocover(needle issue)" beginning on (B)(6) 2023, "high blood sugars due to not receiving insulin from needle(drug dose omission by device)" beginning on (B)(6) 2023, and concerned a 68 years old male patient who was treated with novofine 8mm (30g) autocover (needle) from 2023 to 2023 for "device therapy", medical history was not provided. On (B)(6) 2023, patient not receiving insulin from novofine (30g) autocover and had to increase the amount of insulin and furthermore reported that due to not getting insulin the patient's blood glucose was high. The patient was now started 31 g needle. Batch number for novofine 8mm (30g) autocover: me61182-1. On 2023 the outcome for the event "high blood sugars due to not receiving insulin(blood sugar increased)" was recovered. On 2023 the outcome for the event "patient not receiving insulin from novofine (30g) autocover(needle issue)" was recovered. On 2023 the outcome for the event "high blood sugars due to not receiving insulin from needle(drug dose omission by device)" was recovered. On 20-sep-2023, downgraded from serious to non serious by removing serious event of 'serious injury' as it was reported that event was never happened to the patient. Hence the case no longer qualifies for expedited reporting after this re-submission preliminary manufacturer's comment: 25-sep-2023: the relevant information on technical complaint with needle, name of the drug delivery device used to administer insulin and injection administration training, and clinical event due to needle issue are unavailable. No conclusion reached. Based on follow up information, the case has been down graded to non serious, hence does not qualify for expedited reporting.